Event description:
It is reported that a customer has been receiving lost sensor alarms on their insulin pump. The patient's blood glucose was unknown. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened enlite sensor and tested it. The sensor failed per specification as no isig readings were detected. Checked the lab transmitter for proper use and operation, and the transmitter passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.